Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Due to wear of the angle wire; bending angle in the up direction does not meet standard value. In addition to foreign material found in the nozzle, the additional findings are as follows: due to wear of the angle wire; the play of the "upward/downward" knob is out of standard value. The adhesive on the bending section cover had white colored area, switch (1) had a scratch, switch (2) had a scratch, switch (4) had a scratch, paint on the air/water cylinder peeled, and the electrical contact of the endoscope connector was shaved. The device was not cleaned, disinfected and sterilized prior to sending it for repair. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope had reduced angulation. There were no reports of patient harm. During evaluation, foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] (a) inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.